Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was reviewed. However, verification testing could not be performed because no sample was returned for analysis. A device history record review was performed on the needle and the guide wire with no relevant findings. A potential cause could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the procedure was being performed in the operating room. When inserting the guide wire, the clinician felt resistance and found the guide wire deformed. As a result, a new kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guidewire with three kinks at the distal end and offset coils in the j-bend. The safety ribbon was found to be protruding through the coil wire. The introducer needle and raulerson syringe were not returned. The guide wire was found to be intact and within dimensional specification. A device history record review was performed on the guidewire, introducer needle and syringe with no relevant findings. The provided instructions caution that if resistance is encountered while advancing or withdrawing the guide wire do not use force and warns not to retract the guide wire against the edge of needle while in a vessel to minimize spring guide wire damage. Since the other components used in the insertion procedure were not returned, the cause of this complaint could not be determined. No further action will be taken.